Event description:
It was reported that the patients two epicardial leads were exhibiting high threshold levels. The physician capped both epi leads and replaced with a single transvene right ventricular (rv) lead while downgrading to a single chamber implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: addrl1, ipg, implant: (B)(6) 2014. (B)(4).